Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also noted that the right ventricular (rv) his bundle lead has suspected loss of capture and short v-v intervals. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.